Manufacturer narrative:
The system logs for this procedure do not show any relevant errors occurred during the operation. This was the monopolar curved scissors' final use; therefore, the instrument was not used in subsequent procedures.

Event description:
It was reported that during a da vinci-assisted right nephrectomy procedure, the renal vein was damaged which led to bleeding. The surgeon was skeletonizing the renal artery with the monopolar curved scissors (mcs) when the renal vein was damaged. The vice president of the hospital said an assistant port forceps instrument applied pressure to the vessel with gauze to resolve the bleeding. It is unknown how much blood was lost; transfusions were not administered. The procedure was converted to open after this event, and approximately one hour into the procedure, due to the bleeding and the patient having severe adhesions from a prior nephrectomy procedure. The procedure was completed open about three hours later with no further complications. The hospital vice president said this event did not affect the patient outcome and there is no concern of long-term complications with the patient. The patient tolerated the conversion to open well. Their care plan was not changed. The surgeon said they do not think a da vinci product caused this event, but said the patient's severe adhesions led to the complication.